Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high thresholds after first deployment. After successful withdrawing, the doctor replaced the deployment position and deployed it again. After the second deployment the patient experienced cardiac arrest and the leadless ipg could not capture the myocardium. Rescue cardiopulmonary resuscitation was immediately performed and the patient regained consciousness and the heart rate returned to normal. The leadless ipg was then implanted successfully however, the patient subsequently suffered from "respiratory depression" in the intensive care unit and eventually passed away.

Manufacturer narrative:
Other relevant device(s) are: micra; model #: mc1vr01-delsys; expiration date: 14-jan-2023; serial#: (B)(4); UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.